Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. Imaging core impedance test showed a complete circuit curve and transducer level impedance test showed a good rh peak of 48 ohms. Image test was not performed due to the observed detachment.

Event description:
Reportable based on device analysis completed on 22sep2022. It was reported that visualization issues occurred. The 95% stenosed, 12 x 2.50mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the first pullback the device could not show the image. The device was still intact when it removed form the patient. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed the imaging window was detached.